Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermitten t capture.

Manufacturer narrative:
Preliminary analysis found normal device characteristics. When add'l tests were being performed, the device fell and was physically damaged, preventing further tests. Analysis is, therefore, inconclusive.